Event description:
Several files separated, though only specific info on one event was provided. In this event, the file separated in the canal and a temp restoration was place, until further treatment can be performed. As of this report outcome of the event is not known.